Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 23 events were reported for this quarter. Product return status 4 devices were received. 19 devices were evaluated based on historical data analysis. Additional information 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.